Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 02 december 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. However, as of the complaint closure, the sensor had not been returned to senseonics. The dms confirmed that the user was re-inserted with a new sensor on (B)(6) 2025 and is currently using the system.a review of the sensor data in data management system (dms) showed variable glucose data with occasional sg/bg mismatch and revealed transient optical instability in all sensing areas around the reported time. This instability was attributed to delamination of internal sensor component, which likely contributed to the observed sensor inaccuracy. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 02 march 2026. G3. Date received by the manufacturer? 02 march 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.